Event description:
Customer called and stated the switch case cracked and sparked.

Manufacturer narrative:
Past investigations for similar complaints have revealed that the switch was case cracked and the customer continued to use, and it caused a spark within the switch case. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.